Manufacturer narrative:
An inspection of the returned guide revealed no defects with materials or components and a review of the surgical report and drilling protocol indicate the case was properly planned. The malpositioned implant was likely the result of the surgical guide not being properly seated at the time of surgery.

Event description:
Utilizing surgical guide print003, the final position of implant #11 was invading the adjacent tooth. Clinician removed the implant and grafted the patient.